Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Reported meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. There were two readings the customer reported that were found in meter memory, but the readings were found on different days.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 341 mg/dl, 106 mg/dl, and 285 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.